Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the unit failed to go into operate mode. No other details regarding the nature of the event were provided. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt during this event.